Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and bipolar disorder ('depression-bipolar') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced migraine ("migraine/headache"), 1 year 11 months after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed,abnormal bleeding general/abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced mood swings ("mood swings, hormonal changes describe: mood swings"). On an unknown date, the patient experienced psychological trauma ("psych injury"), bipolar disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, psychological trauma, bipolar disorder, dyspareunia, mood swings and depression outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, pelvic pain and psychological trauma to be related to essure. The reporter commented: dysmennorhea (cramping).gen. Abnorm. Bleed., psych injury, migraine, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: mr received: case become serious incident, essure removal surgery and date were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.